Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient stated they¿d like to have their system removed, stating ¿it had not been working for maybe the last four to five years¿. Patient services asked, and the patient confirmed the ins depleted due to normal battery depletion but stated that even before the ins was depleted the ins was not working for them. The patient asked if their doctor still did procedures. Their doctor¿s information was received, and it was recommended that the patient follow-up with their hcp to inquire further about removal. No symptoms were reported. The event date was asked but was unknown, the patient just stated,¿maybe the last four to five years,¿ but a date/timeframe could not be confirmed. No further complications were reported/anticipated.